Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/11/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Additional information was requested, the following was obtained: -this event was found before use, but the product was continued using by the doctor's judgement. -no health damage has occurred afterwards. - please provide the lot number for d10158: unk - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. =>the device has been received at sukagawa and will be shipped. Please check rmao. Tracking number: 2847 6687 2767 - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). =>hiromi tokuyama h3 investigational summary: the product was returned to ethicon for evaluation. One empty open foil, one paper lid and one winding former with eight undispensed strands were received for analysis. Product code vcpb841d which is a control release and requires eight strands per packet. During the visual inspection of the sample, it was noted that the body and tips needles were noted to be as expected. A characterization was performed with the following results: the eight needle combinations, sales type ctb-1, (blunt point), wire diameter 40 mils and ½ circle. The sutures belong to diameter 1 to vicryl sutures, multifilament¿, length 18¿, and undyed color. According to result obtained during the investigation and product characterization, the reported complaint could not be confirmed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During an unknown surgery, needles of different diameters (thin) are mixed. They were control release needles. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/11/2025. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide the lot number for d10158: please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). The following information was received: although the abnormal thickness was found by visual observation before use, it was used by the surgeon's judgment.